Event description:
An impedance (bipolar). Last measured 209 ohms. An impedance (unipolar). Last measured 209 ohms. Atrial unipolar lead impedance warning on (B)(6) 2023. Atrial polarity switch on (B)(6) 2023. A pacing lead impedance out of range is turned off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).